Event description:
It was reported that this right ventricular (rv) lead was suspected to be dislodged. The physician wanted patient to be monitored. Further, the dislodgement was attempted to be confirmed via chest x-ray and an increase threshold was noted and sensing had worsened. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.